Manufacturer narrative:
Upon review of the compatibility list, it was confirmed that the samsung galaxy s23 with android 13 is not supported by guardian connect version 3.5. The customer's device is using an os version was not whitelisted (was not tested) for the operating system. On the start of the work with guardian connect app and each time when app is restarted, customer will receive screen with information, that their os is related to gray list section. And every time the customer starts the guardian connect application, they receive a warning that there may be various problems with the use. But customer can still use guardian connect app. Helpline was informed of this incompatibility and have communicated this information to the customer with recommendations to use a mobile device listed on the compatibility list. The issue was resolved with a ios upgrade and the app is now working for customer. No further investigation required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the no communication other devices to software. The customer reported no adverse event. The event involved product(s) css7201. Advised the customer to force close and re-launch the guardian connect application. The issue was not resolved by force closing the guardian connect application. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return was required for css7201.